Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the proglide device was used in the superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. The reported needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right superficial femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure using a proglide device. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 1494 clarifier incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.